Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection was performed on the scope and found the bending section cover at the distal area had a large cut, which caused the scope to fail the leak test. In addition, the evaluation confirmed the customer report of distal end damage, as the bending section cover glue was observed to be chipped (missing) and lifted. The scope failed the leak test due to the large cut on the bending section cover. The scope was repaired and returned to the user facility. Based on the similar reported complaints the most probable cause of the reported event can be attributed to handling. The IFU provides a warning statement which states, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus received a medwatch report ((B)(4)) which states, ¿patient was undergoing a flexible bronchoscope, cryoablation and balloon dilation. Reportedly, a piece of the outer sheath of the bronchoscope came off.¿ also, ¿an x-ray was reportedly obtained which confirmed that the piece was removed from the patient.¿ the user facility further reported that the small black plastic piece from the scope¿s outer sheath was retrieved from the patient's right main stem bronchus via suction using the same scope. The intended procedure was completed using the same scope. There was no harm to the patient as a result. There was no patient infection reported. The scope was inspected prior to procedure with no anomalies observed.